Manufacturer narrative:
Implant regio 21 fractured. Construction was a single crown placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability. Implant fracture was caused by overloading after 15 years in situ. Resubmitted due to submission error.

Event description:
Implant fracture.